Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult leaflet grasping, difficult imaging, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, think, restrictive posterior, posterior tethering, dilated atrium, and ventricular coaptation. An ntw clip was inserted and it was noted there were difficulties grasping the posterior leaflet. Eventually the clip was able to grasp leaflets. After deployment, a tear was observed on the posterior leaflet. The procedure was concluded, mr was reduced to a grade of 2-3. There were no clinically significant delay in the procedure.